Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Excessive force. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) noted blood in the shaft and on the stent implant, consistent with being advanced into the anatomy as reported. There was no saline visible. The stent implant was partially deployed; the first two rows of struts were exposed. The proximal end of the stent implant was at the edge of the proximal marker band. The distal end of the stent implant was at the proximal end of the tip. The outer sheath was pulled back proximal to the end of the inner sheath. There was a kink in the inner sheath proximal to the proximal marker band. There were chatter marks on the outer sheath proximal to the end. The handle was in an unlocked position. There was no other damage noted to the sess. During functional testing, the thumbwheel was able to move slightly but not smoothly. The handle was opened and the rack was in the middle of the handle. There was a kink in the inner sheath at the distal end of the rack. Failure to deploy and/or difficulty rotating the thumbwheel can be a result of, but is not limited to, manufacturing, pre-dilatation strategy, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). In this case, it is likely that the difficulty was due to the kinks and chatter marks noted on the shaft. Potential factors that can contribute shaft kink (s) include, but are not limited to, manufacturing, insufficient support during prep, patient anatomy, lesion tortuosity, or insufficient support during use. Chatter marks may possibly be the result of advancing contralateral over the superficial femoral artery or applying a pulling force to the shaft. Because it was reported that hard force was applied against the resistance, it should be noted that the product instruction for use (IFU) states: should unusual resistance be felt at any time, including resistance unlocking the handle or thumbwheel rotation, during either stricture access or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulty with deployment and partial stent deployment or deployment in an unintended location. The excessive force does not appear to have caused the reported difficulty. As a result of the difficulty deploying, it appears that the sheath only partially retracted causing the stent to partially deploy as noted on the returned unit. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported difficulty appears to be related to case circumstances and there is no indication to suggest a product quality deficiency. During production all self expanding stents are visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for kinks during the manufacturing process.

Event description:
It was reported that during a procedure of the left superficial femoral artery, the absolute stent was positioned and using force, deployment was attempted but the unlocked thumbwheel would not turn to deploy the stent. The device was removed and a 7 x 80 mm absolute was used in the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Device analysis revealed that the stent implant was partially deployed, the first two rows of struts were exposed.